Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple minimum fill notifications after filling the cartridge with 300 units of insulin. The customer loaded another cartridge successfully. The customer's blood glucose (bg) was not impacted during this event; however, the customer had a bg of 376 mg/dl that day. A correction bolus was delivered to address the high bg level. The customer did not know what caused the high bg. The customer declined tandem technical support's offer to troubleshoot.